Event description:
It was reported that device entrapment occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the imaging function was activated but the pullback sled was not pulling back and had to be removed and used manual pullback instead. A strange noise was heard and simultaneously the image went black even after flushing. The catheter was removed intact together with the wire. Upon removal, it was noted that the wire had wrapped around the opticross catheter. Another of the same device was used but again it failed to pullback and image went black sporadically. The physician did flush essentially the entire run to obtain adequate imaging and the procedure was completed. No patient complications were reported and the patient recovered.

Event description:
It was reported that device entrapment occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the imaging function was activated but the pullback sled was not pulling back and had to be removed and used manual pullback instead. A strange noise was heard and simultaneously the image went black even after flushing. The catheter was removed intact together with the wire. Upon removal, it was noted that the wire had wrapped around the opticross catheter. Another of the same device was used but again it failed to pullback and image went black sporadically. The physician did flush essentially the entire run to obtain adequate imaging and the procedure was completed. No patient complications were reported and the patient recovered.

Manufacturer narrative:
D6a implant date and d6b explant date: corrected. The device was returned for analysis. Visual inspection revealed an imaging window kink and imaging core windup with a broken drive shaft beginning 21.1cm from the distal end of the connector shaft. No other visual damages were noted. Microscopic inspection revealed the guidewire exit port was deformed, but the tip was in good condition. Impedance testing showed an electrical short at the proximal wave form. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Manufacturer narrative:
E1 initial reporter first name and initial reporter last name: corrected

Event description:
It was reported that device entrapment occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the imaging function was activated but the pullback sled was not pulling back and had to be removed using manual pullback instead. A strange noise was heard and simultaneously the image went black even after flushing. The catheter was removed intact together with the wire. Upon removal, it was noted that the wire had wrapped around the opticross catheter. Another of the same device was used but again it failed to pullback and image went black sporadically. The physician did flush essentially the entire run to obtain adequate imaging and the procedure was completed. No patient complications were reported and the patient recovered.